Event description:
No additional information available.

Manufacturer narrative:
Our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of component damage - no leak was not confirmed upon inspection of the photo. The photo supplied did not clearly display the reported failure. Bd cannot confirm the cause of the failure since no sample was returned for evaluation. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd ext set 15cm small bore spin nut luer lok collar broke the following information was provided by the initial reporter: the qsyte single extension, while the nurse was trying to take out from a neoflon pro 24g cannula of a pediatric patient, the tubing which is connected to the cannula below the luer lok screw broke in the cannula hub and due to which the cannula also had to be taken out.